Event description:
It was reported that this pacemaker was suspected to exhibit oversensing on the atrial channel. The involved lead is a non boston scientific product. No adverse patient effects were reported. At this time, this device system remains in service.